Event description:
The customer stated the power adapter will not power pump. During the product evaluation, the technician observed a breached transformer housing which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The defective power cord was received at medela on december 27, 2013. A product evaluation was unable to confirm nor refute customer reported problem as the voltage test was not performed due to prongs being out of position. The product evaluation revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.